Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave a battery out limit alarm after a battery change. It was also stated that the screen froze after the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. The insulin pump monitored. No frozen display noted. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.